Manufacturer narrative:
(B)(4). Batch # p58c92. Investigation summary ==> the analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a left upper lobectomy, using a pse60a with a green cartridge on bronchus, and it stayed open. The staple line was on the upper side of the open bronchus. "The broncus stayed opened and I sutured it manually and now everything seems ok" according to dr. The powered echelon was used later in the surgery and fired correctly. No patient consequence reported.